Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor, found cannula retracted through top of sensor base. Unable to confirm if customer received sensor damaged, due to customer returning sensor opened/used.

Event description:
The customer reported via phone call that while inserting a new sensor, she pulled the needle hub off and the cannula was sticking out at the top. The customer reported that the copper wire was visible. Blood glucose level at the time of the incident was not provided. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.